Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 49 mg/dl; cause was unknown. Customer consumed "cotton candy and cranberry juice" to address bg. Reportedly, customer continued to use the pump for insulin therapy.